Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. Upon removal from the patient, the capsule fell off of the delivery system and onto the floor. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The capsule trocar needle failed to advance. The device was returned with the capsule separate from the delivery system. The plunger had been fully depressed and then retracted.